Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device's screen is not responding anymore. Additional information received indicated that the device seems to work properly, but due to a problem with the screen, it is impossible to read properly what appears on it. There are a lot of vertical white lines on the screen. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the display had white lines on the display screen. The first reported issue of the screen does not respond to the user's touch was not confirmed. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.